Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer used supplies beyond their labeled wear period and received new instructions on proper labeling and use, which they acknowledged. No issues with the infusion set were reported, and the caller completed a full supply change without further assistance, opting to resume insulin use independently.